Event description:
This complaint is reportable based on the analysis completed on 03/18/2009. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), the physician could not cross the lesion with a 2.75x24mm taxus liberte stent. The lesion being treated is unknown. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "stable". However, device analysis revealed stent damage.

Manufacturer narrative:
(B)(6). Examination found that the proximal edge of the stent was severely damaged. The stent was damaged on rows 1 to 2 from the proximal edge with some struts raised. A visual examination revealed that there were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. Attempts to insert the a product mandrel of size (0.015 inch) were unsuccessful due to solidified contrast media present within the entire length of the lumen. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operation context. (B)(4).